Manufacturer narrative:
During inspection and testing, the foreign material found in the forceps elevator was suspected to be due to insufficient cleaning of the device. In addition, service confirmed the device was leaking due to a cut on the bending section. Service also found there was a foggy image due to a damaged charge-coupled device (ccd), the adhesive on the bending section cover was detached, the connecting tube was sticky, there was play in the angulation wire, the light guide bundle was broken, and the adhesive around the light guide lens was discolored. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device was leaking. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the forceps elevator. This report is being submitted for the malfunction found during evaluation (foreign material in the forceps elevator). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Event description:
Additional information was received regarding the customer's reported issue (the subject device was leaking): the device was inspected prior to use. The reported issue was observed during reprocessing. It was confirmed the customer follows the cleaning, disinfection, and sterilization processes, as outlined in the device's instructions for use (IFU), and per training provided. It was also noted that because the customer observed the leakage, the scope was not required to be further exposed to cleaning and brushing; therefore, foreign material may have remained.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, additional information received regarding the customer's reported issue, and to correct information provided in the initial medwatch. Correction to g3 of the initial medwatch: the date received by manufacturer should be feb. 14, 2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, it is possible the reprocessing steps in the IFU were not able to be performed completely due to the leakage from the device, which made foreign material remain at/around the forceps elevator. The device's reprocessing manual provides the following regarding infection risk associated with insufficient reprocessing: "all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ per the legal manufacturer, the other device defects included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.